Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up, where right atrial lead was found to be dislodged. During repositioning procedure on (B)(6) 2018, suture sleeve damage on the atrial lead due to a tight suture was discovered. The suture was removed, the suture sleeve replaced, and the lead repositioned. The patient remained asymptomatic and stable before, during, and after the procedure.